Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: "there was no post op intervention. The surgeon said the clips scissored with the tips crossed but little on vessel security or strength. Patient status is full recovery with no issues. He couldn't recall exact details about clip #, how many were fired in total, or if he felt anything unusual." File updated to a malfunction as there was no post op intervention. The analysis results found that the er320 device was received with the jaws misaligned and with one clip within them; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed thirteen scissored clips due to the misaligned jaws; finally the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. Possible causes for the yielded condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any feeding issues experienced with the device? Did the first 3 clips form properly? Can you determine what clip from the attached picture best describes the clip from the procedure? Was the device continued to be used after the scissored clip was delivered? How was the procedure completed? Did the patient present with any post operative challenges as a result of the scissored clip? What is the patient¿s current status? Are there any photos or videos available for ethicon to review?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the fourth firing on the cystic duct the clips scissored and cut the cystic duct. The surgeon placed a drain in the event there was damage to the cystic duct. It was not known how the case was completed. Which firing of the device did this event occur on? Fourth. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. Was a cholangiogram used? No.